Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection, gallbladder disorder, anxiety, reactive airways disease, penicillin allergy and allergy to antibiotic. Concurrent conditions included depression, scoliosis, degenerative disc disease, immunodeficiency, asthma, chronic bronchitis and urinary tract infection. Concomitant products included influenza vaccine (single use ez flu shot). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/excessive and painfull cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine/ migraines/headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal. Menorrhagia)"), pelvic pain ("lower pelvic pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), musculoskeletal chest pain ("rib cage pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2017, the patient experienced agitation ("hormonal changes describe: agitation"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, agitation, migraine, headache, nausea, weight increased, weight decreased, vaginal haemorrhage, pelvic pain, abdominal pain lower, back pain and musculoskeletal chest pain had resolved and the bladder disorder, urinary tract disorder, menorrhagia, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain lower, agitation, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal chest pain, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea , dyspareunia, gen. Abnorm. Bleed, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Imaging procedure - on (B)(6) 2009: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. New events: "abnormal bleeding (vaginal. Menorrhagia), dental problems, hair loss", medical history and concomitant conditions, lab data added. Outcome of the events: "abnormal bleeding (vaginal), pelvic pain, abdominal pain, back pain, rib cage pain , vaginal discharge" were updated to "recovered/resolved." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, weight increased and weight decreased had resolved and the bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, urinary tract disorder, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea , dyspareunia, gen. Abnormal. Bleed, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: gen. Abnormal. Bleed, dysmenorrhea, dyspareunia, bladder problems, urinary problems, vag. Discharge, fatigue, hormonal changes, migraine, headaches, nausea, weight gain, weight loss. Outcome of the events gen. Abnormal. Bleed, dysmenorrhea, dyspareunia, fatigue, hormonal changes, migraine, headaches, nausea, weight gain, weight loss were updated to recovered/resolved. Reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.